Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe was returned for evaluation. Blood was observed inside the syringe, gate valve and catheter tip. As received, the balloon latex and distal and proximal windings were completely missing and were not returned. No visible damage to the catheter body or returned syringe was observed. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of ¿balloon inflated eccentrically¿ was not able to be confirmed; however, the balloon was found missing. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Event description:
It was reported that balloon inflated eccentrically before use. There were no patient complications reported. Patient was discharged from the hospital. No other information was able to be obtained.